Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # n114136, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot # lb7837, implanted: (B)(6) 2003, product type lead; product ID 3998, lot # lb7837, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
The consumer reported an end of service (eos) code. It was reported that the device was off/disabled and no longer providing therapy. The patient never saw an elective replacement indicator (eri) code. The patient reported that the implantable neurostimulator (ins) started shutting off and had a loss of therapy. Relevant medical history includes radicular pain syndrome. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.